Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. It was noted that there has been a gradual rise in shock impedance for approximately 9 months. Boston scientific technical services (ts) provided potential causes and warned of the potential repercussions of the impedance reaching 145 ohms. Ts also provided potential troubleshooting actions and resolution. The lead remains in use. No adverse patient effects were reported.